Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed to open. The field service engineer remotely accessed the station and attempted several methods to access the medication compartment on the system. The customer successfully performed an inventory count and selected a patient. The customer confirmed and verified that there were no issues related to the drawer failure and no hardware errors on the screen. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed to open. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. This issue was specific to the tramadol medication. However, there were no adverse events or injuries reported based on this event.